Event description:
It was reported that pump touchscreen became unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up with technical support, was out of warranty, and was already in process to obtain replacement device, and no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.